Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a keypad anomaly. The customer¿s blood glucose was 17.2 mmol/l at the time of incident. Customer¿s parent stated that the insulin pump buttons were sticking and scrolling without the user's input. Customer's parent stated that the insulin pump was not exposed to a change in altitude. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is not expected to return for analysis.

Manufacturer narrative:
The device had an intermittent button response on the select button due to moisture damage on keypad traces. The device passed self test and displacement test. However, it was received with corroded battery tube.